Event description:
Patient was undergoing a repeat cesarean section. While closing the uterus, after the needle was passed through the tissue and away from the incision, the tip of the needle broke off when the needle driver was unclamped. Another person in the or reported that he felt something hit him. The needle tip was not located but was not thought to be in the patient. There was no patient harm.